Event description:
It was reported that signal loss occurred. The patient's parent reported that the pediatric patient had multiple devices displaying signal loss for 3 plus hours while the devices were not more than 20 feet or 6-meter away from the transmitter for more than 15min. The child uses insulet omnipod5 and was not in modified closed loop due to the signal loss. As a result, the patient had hyperglycemia and vomiting. On (B)(6)2025, the parent took her to the emergency department (ed) because the blood glucose (bg) was 300 mg/dl and he had chest pain and confusion. She was treated with insulin IV drip and zofran for vomiting. She was still in the hospital during the report after 3 days but was doing better. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).